Event description:
It was reported that during the implantation of a 26 millimeter transcatheter bioprosthetic valve, into a patient with moderately calcified aortic valve stenosis, and pre-dilation was performed using a 20 millimeter non-medtronic balloon. The first attempt to position the prosthesis was too high and was recaptured. The second deployment attempt was slightly lower and due to good hemodynamics, the valve was released. However, the valve dislodged into the left ventricular outflow tract. Angiography confirmed the deep positioning of the valve. An echocardiographic assessment revealed severe aortic insufficiency, prompting the team to snare and reposition the valve. This was temporarily successful, however, after a few minutes of traction, the valve dislodged into the ascending aorta. Subsequently a 23 mm non-medtronic valve was successfully implanted. The patient remained hemodynamically stable. Before leaving the operating room, a final x-ray check revealed a highly mobile, dislocated medtronic valve, leading to the decision for surgical removal. The valve was successfully removed. A critical review of the computed tomography measurement suggested a possible measurement error.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012550516); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural images were not provided for review. Only images of the patient¿s executive summary were provided for anatomical review. Two separate measurements of the aortic annulus were provided. The patient¿s original summary contained an annulus measurement of 71.6mm with a perimeter derived diameter of 22.8mm suggesting a 26mm evolut. It was reported that a 26mm evolut was implanted and after two deployment attempts the valve was released and dislodged ventricular. Images of the dislodgement event were not provided for review thus it is not possible to accurately validate the cause of ventricular dislodgement. However, a post procedure annulus measurement was measuring a perimeter of 73mm with a perimeter derived diameter of 23.3mm suggesting a 29mm evolut. In this case, evidence suggests that the first valve was undersized and most likely contributed to the dislodgement. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve dislodgement, central regurgitation was observed.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.